Event description:
It was reported that they are getting a "line blocked" alarm. The patient checked the tubing and tried to resume using the current cassette, but the alarm kept coming back. The patient then replaced the cassette, but the issue still wasn¿t resolved. After discussing it with cps, the patient was advised that the best practice is to also change the infusion site when this alarm occurs. The patient asked cps to stay on the line while I made the change to ensure the alarm was resolved. Patient also stated that my last bolus was interrupted. After changing the infusion site, the patient gave themselves a bolus and it went through successfully. The patient believes the cannula at the previous site was pinched and bent, which likely caused the issue. There was no patient injury/adverse event.

Manufacturer narrative:
H3: no device or device photo was returned for investigation. Due to this, no root cause was determined. No device history record was reviewed since lot number was not provided. If the product is returned, this complaint will be reopened for further investigation.